Event description:
Hospital reports that doctors were performing a d&c fibroid resection.during procedure, the deficit readings for the fluid management system were fluctuating so much that they disregarded the readings as unreliable and switched to a visual monitoring of the deficit. When their deficit estimation was 1300 cc's, doctors decided to end the procedure. When they lifted the pt off the surgical table she went into pulmonary edema. They took her to a recovery room where they administered lasix, did a chest x-ray, left her intubated and possibly gave the pt morphine. It was an outpatient procedure, but they had her stay overnight for observation.she was released in good condition. Doctors are not rescheduling as they feel that procedure was completed.